Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was found defective. The ventilator was investigated on site by our field service engineer. Further investigation revealed that the air gas module was defective. The defective air gas module was replaced which solved the issue. No part returned for investigation. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).